Event description:
It was reported that the pump has been experiencing occlusions alarms and it was not believed to be associated with the pump or the cassette as the issue was resolved when the extension tubing was replaced. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4469032 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.